Event description:
The customer reported that when using an hf-electrode, hook, 5 x 330 mm, the electricity was coming back onto the hook. The event occurred during the therapeutic procedure (laparoscopic cholecystectomy). The procedure was completed with the same device. There was no patient harm associated with the event. This report is linked to patient identifiers: (B)(6).

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the multiple lot numbers was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, as the affected device was not made available for an investigation, the cause for the described issue cannot be determined. However, it is assumed that it was caused by a handling error during reprocessing and general wear and tear. Additionally, it likely the insulation of the electrode was damaged. Olympus will continue to monitor field performance for this device.